Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found the inner coil was offset/damaged consistent with procedural damage. The s-curve hump height was measured within specifications.

Event description:
It was reported, that a patient presented in-clinic with loss of capture, noted on the left ventricular lead. Upon x-ray examination, the patient's lead was found to be dislodged. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.